Event description:
It was reported when placing the catheter and removing the wire there is backflow and it doesn´t help to flush with saline. Catheter was removed and replaced with a new one that worked just fine.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of backflow was confirmed. One 4 fr powerpicc solo catheter was returned for investigation. The sample was returned with a sticker label indicating pn:2194108 and ln:redt4224. Evidence of use was present throughout the sample. The catheter was returned in two segments with the split located at the 17 cm depth marker. The sample was flushed with water using a 12 ml syringe. Water was kept within the catheter. The catheter was then help upside-down and the syringe was disconnected. Water was observed to leak from the solo valve and an audible noise of air leaking through was heard. Microscopic observation of the solo valve revealed one of the outer valve slits to be gaping. The hub was cut open in order to reveal the valve. The valve measurements were taken. The valve bleed back appeared to be caused by a valve resetting issue. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation. Complaint due to ¿backflow¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, and functional testing performed at vad lab the following was concluded: an improper placement of one side slit was found to be present in the clear valve causing the failure when flushing. This condition was caused during the slitting process and makes the device unusable for patient¿s treatment. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of redt4224 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt4224 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when placing the catheter and removing the wire there is backflow and it doesn´t help to flush with saline. Catheter was removed and replaced with a new one that worked just fine.